Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 500 mg/dl and sensor glucose value was 75 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was below 75 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device calibrated with the test transmitter or sensor successfully. (B)(4).